Manufacturer narrative:
The samples were collected by venipuncture in bd 4ml tubes and processed in automatic mode. Controls were run before the event and within specifications. A field service engineer (fse) was dispatched and indicated that a portable heater was too close to the differential pack. The technician was asked to turn off the heater. The fse replaced the differential pak with a new one. Instrument operation was verified per procedure. The fse followed up with the customer on (B)(4) 2011 and indicated that the temperature in the laboratory was not being properly maintained (too cold), which is most likely the root cause for this event. This was indicated to the lab personnel on multiple occasions. Instrument readings on startup were ranging from 13° - 16° celsius. The facilities department was contacted to adjust the temperature in the laboratory to provide optimal condition for operation of the system. No other problems have been reported. Per bci product labeling: the lh 500 series applies instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, and suspect or definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to the requirements of the patient population, of all results displaying a flag, code or message. Operate the system in a room with a temperature between 18.5° and 29.5°c (65° and 85°f) and humidity no higher than 85% without condensation.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 500 instrument produced higher than expected basophil (ba%) results on three (3) patient samples. One (1) of the samples did produce instrument generated flags and the other two (2) samples did not produce instrument generated flags. No erroneous results were reported out of the laboratory. The samples were rerun on the same instrument and produced lower results. Manual results also produced lower results. There was no death, serious injury, or change to patient treatment associated with this event.